Manufacturer narrative:
Programming changes were attempted, however, did not resolve the noise and oversensing. The local field representative shared the information from ts with the physician. It was noted that the patient's health had deteriorated significantly and it was unknown what the physician's plans were for this patient. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, electrogram (egm) noise was observed on this pacemaker, right atrial (ra) and right ventricular (rv) leads. Several asvs markers were observed at rates of 200 beats per minute (bpm) and higher, however, the patient's actual rate was noted to be in the 70 bpm range. Additionally, the device was observed to be at elective replacement near (ern) with a magnet rate of 91. Boston scientific technical services (ts) discussed programming options to minimize oversensing and discussed the possibility of a lead issue. No adverse patient effects were reported.